Event description:
The customer reported that the unit was getting a recurrent errors 10004, 90007, a8000. This issue was noted during the shift check.

Manufacturer narrative:
The customer reported that the unit was getting a recurrent errors 10004, 90007 & a8000. This issue was noted during the shift check. The customer evaluated the device and then ordered a new control pca. After installing the new control pca, the customer reported that the issue was resolved. The unit passed all testing and was placed back into the service.